Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reports the patient had overactive bladder not pain. The patient has a 2 step procedure (B)(4) and beginning of (B)(6) noticed after bath that device had perforated skin and hanging half out of body. The patient went to ER (emergency room) and was sent home. The patient was told to get in contact with surgeon to have it removed and body would need to heal. The patient reported was very excruciating. Patient noted operating room 7 times since (B)(6). When patient went to see the surgeon the following day, would take out then and there but manufacturer representative had to be present for removal of device. The patient couldn't get removed for almost 3 weeks. Patient states when open wound leads already had immune suppression. Device changed the way she lived and now healing up and wants same device but will never allow something like this to happen again. It was noted that the patient had reported to the FDA.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0njuf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer themselves, along with information from the health care provider (hcp), reported that two days prior device erosion had occurred; the device had burst through the skin and was exposed. The patient had seen a hcp the following day and they felt the device needed to be removed so that the patient could heal and they could start the process over again. The hcp had attempted to schedule an explant surgery at that time, but the precise day the surgery was planned was unclear. The patient stated they were in a great deal of pain and could hardly move. The patient had irritable bowel syndrome (ibs) and this pain was causing it to flare up. It was mentioned that the patient was on medication for pain. The patient had been implanted for gastrointestinal/pelvic floor urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.